Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot#: v496047, implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot#: (B)(4), ubd: 18-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was noted that the patient hadn't been using their device because they were using the restroom as desired and were pregnant,they believed that their nerve regenerated. It was reported that the patient needed an MRI, and the healthcare provider was 100% confident that they could remove the entire system, so they had their ins and lead removed. However, in surgery the healthcare provider was unable to remove about 1 ¿ 1.5 inches of the leads because the scar tissue was so thick. It was stated that the healthcare provider hacked up the patient¿s back trying to get the lead out, but then said that the lead wasn't going nowhere since the scar tissue was so thick. Since the patient still could not have an MRI, they requested listings for other healthcare providers who could possible help. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported no further actions were taken to resolve the lead fragment remaining, it was still present.